Event description:
Reporting status: serious injury -required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: difficult to deploy. It was reported that after deployment of a 2.75 x 18 xience (12 atm) in the ostial lad, it was noticed the distal end of the stent showed artery rupture due to dog-boning effect of the balloon; therefore, another xience v (2.5 x 18) was used, followed by post dilatation with another company's balloon for 20 seconds. The angio was repeated and the bleeding had stopped. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation -product performance engineering determined that difficulty deploying the stent can be affected by numerous factors including, morphology, disease, pre-dilatation, and inflation. Dissection is listed in the IFU and product risk assessment as a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including, lesion, technique, and device size. The IFU cautions that "implanting a stent may lead to dissection of the vessel and may cause acute closure of the vessel requiring add'l intervention". A conclusive cause for the reported event and the relationship to the product, if any, cannot be determined.